Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4).

Manufacturer narrative:
All buttons functioned properly. However, found moisture damage on the keypad traces. No button error alarm was noted during testing. The pump was received with a cracked reservoir tube lip, minor scratches on the display window, a cracked case at the display window corner, a cracked belt clip slot, cracked battery tube threads, a cracked reservoir tube, a cracked display window, a missing end cap sticker and a slightly tilted and loose drive support disk.

Event description:
The customer's blood glucose was unknown. It was reported that the customer pressed the esc and act buttons to clear an alarm, but it did not work. The customer stated that they did not press any button for three minutes or longer. The customer uses the energizer alkaline battery. Customer stated they are discontinuing use of the pump and following their medical prescription for manual injections until the replacement insulin pump arrives. Nothing further reported.